Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log confirmed the reported event of a system check passed message on receiver, and lost of last 24 hours of data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was a system check passed message on receiver, and lost of last 24 hours of data. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.